Manufacturer narrative:
Device evaluated by MFR: promus element plus,mr,ous 2.50x16mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The stent length was measured using callipers and the result was 16.00mm this is within stent length specification. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break and the device returned without the manifold attached. Distance from break to distal tip was 142cm. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination of the tip found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 05-feb-2021. It was reported that advancing difficulties were encountered. The more than 90% stenosed target lesion was located in the severely tortuous and calcified left coronary artery and left anterior descending artery. Following pre-dilatation, a 2.50x16mm promus element plus drug-eluting stent was advanced but could not reach the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed a hypotube break.